Manufacturer narrative:
(B)(4) sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by medwatch form, per the form, the rn states that he observed arching at the electrical outlet. The rn and rt pulled the bed away from the wall dislodging the bed plug from the electrical out let in the wall. The fire subsided and the unit was smoke filled. Upon speaking to the risk manager for the facility, the facility had to evacuate all persons from that wing and called the fire department to inspect. Once the fire department cleared the wing, all persons were allowed entry to the wing. The bed involved in the incident was taken out of service. From the pictures provided by the facility, the manufacturer was unable to identify the exact model of the bed. (B)(4) was entered into the manufacture's system to have the power cord returned to camtec for investigation. As of this writing, the power cord has not been returned. Reference medwatch number mw5042585.